Manufacturer narrative:
Pending further follow-up to confirm reason for explant. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement. It was reported that the patient had a decline in pain relief. No volume discrepancies were reported, and no low battery alarm was observed. The explanted pump was discarded.

Manufacturer narrative:
Agent confirmed that the cause of the pump explant was that the pump was reported by the physician to be at the end of life. No further information is available. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: complaint (B)(4).